Manufacturer narrative:
H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of the positioning issue was unable to be determined due to insufficient clinical details. Hematuria : the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b: updated explant date.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report.

Event description:
An impella cp device was inserted into the left femoral artery in a 50-year-old male patient presenting in cardiomyopathy, on multiple inotropes and vasopressors, and in scai stage c shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the urine in the foley bag was dark red. No plasma free hemoglobin or urinalysis was sent. Pump position was verified under echocardiogram, and the pump was pointed toward the mitral apparatus. Several attempts were made to reposition the pump, with no change in position. The physician decided to leave the pump in the position. The post-procedure outcome is unknown. The impella functioned at p-7 at 3.2l/min with no issues. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.